Event description:
Event description guidant received information that this implantable lead is exhibiting episodes of 'noise' on both the ventricular and shock channel over the past year. The patient is pacemaker dependent, and noise on the ventricular channel caused inhibition of pacing. The noise has been unable to be reproduced with excersises and pocket manipulation, but occurs when the patient pushes himself out of a chair. All lead measurements are fine. The device is implanted on the side, and the patient has only one arm, also on the left.